Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis was unable to confirm a specific issue. The analyst commented that there were two openings in the anode separator enclosure and lithium deposition at the separator opening and near the cathode tab. Additionally, the device had an abrupt voltage drop from approximately 3.07 volts to 2.6 volts over about a four month period prior to device explant. (B)(4).

Event description:
The device was explanted and replaced due to normal battery depletion. A request to analyze the device was later received and the device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.